Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 26 mm non-medtronic valve was planned to be implanted via left subclavian access but could not be advanced into the aorta and a dissection of the left subclavian artery occurred. According to the reporter, it was believed that the non-medtronic valve or delivery catheter system caused the dissection. Subsequently, the dissected artery was stented, and a 29 mm evolut fx+ valve was successfully implanted. However, once the valve became "occlusive," the patient decompensated and a combination of hypotension, hemodynamic instability, low cardiac output, decreased ejection fraction, and cardiogenic shock ensued. Then the patient progressed into ventricular fibrillation, and advanced cardiovascular life support (acls) was initiated. Ultimately, the implant team placed the patient on extracorporeal membrane oxygenation (ECMO). At the time of the report, the patient was listed as alive and still on ECMO. Additional information was received which clarified that the valve becoming "occlusive" referred to annular contact made with no forward output until the valve frame was open enough to allow blood flow. Nine days later, the patient was taken off ECMO and subsequently died.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 26 mm non-medtronic valve (sapien 3) was planned to be implanted via left subclavian access but could not be advanced into the aorta and a dissection of the left subclavian artery occurred. According to the reporter, it was believed that the non-medtronic valve or delivery catheter system caused the dissection. Subsequently, the dissected artery was stented, and a 29 mm evolut fx+ valve was successfully implanted. However, once the valve became "occlusive," the patient decompensated and a combination of hypotension, hemodynamic instability, low cardiac output, decreased ejection fraction, and cardiogenic shock ensued. Then the patient progressed into ventricular fibrillation, and advanced cardiovascular life support (acls) was initiated. Ultimately, the implant team placed the patient on extracorporeal membrane oxygenation (ECMO). At the time of the report, the patient was listed as alive and still on ECMO.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of death was due to the patient's weak heart muscle and inability to recover. Per the physician, the valve could be excluded as a contributing factor to the death. Additionally, the patient's underlying medical history of poor ejection fraction and heart failure caused/contributed to the death.